Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a hcp (healthcare provider) via a company representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml (dose 300 mcg/day) via an implanted pump. The type of baclofen and lot number could not be obtained. The date of event, other medications the patient was taking at the time of the event, and the patient's medical history were unable to be obtained by the reporter. The pump IFU (indication for use) was listed as intractable spasticity and post spinal cord injury. On an unreported date, the therapy was no longer effective. The hcp was increasing the patient's dose with no improvement in spasticity. What led to the event was unknown. On (B)(6) 2016, the patient underwent surgery to replace the pump and possibly the catheter as well per patient's family request. During surgery, the surgeon opened the pump pocket site and disconnected the pump from the catheter. There was no csf (cerebrospinal fluid) flow. The surgeon then opened the spinal incision and cut the catheter at that location. Csf (cerebrospinal fluid) was flowing from the spinal segment of catheter. However, the surgeon decided to replace the entire catheter anyway (as well as the pump). At the time of this report, the issue was resolved. The patient status at the time of this report was alive - no injury.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, sc connector tear in seal near guide ring. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.